Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.note to section d4: creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): (1) detailed complaint and failure description: ""user said the ventilator stopped ventilation and was replaced. There is a "ventilation continued after power failure" record in the eventlog on (B)(6) 2025. Unit was last used by the hospital on (B)(6) 2025; (and was taken to service workshop on (B)(6) 2025)". (2) health impact: patient involved and no harm were and further health impact and consequence were reported. A ventilator replacement was done.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: hamilton medical ag comes to the following conclusion : an unexpected interruption of ventilation was reported, after which the user replaced the device. The event log contains an entry dated 25 january 2025 stating ¿ventilation continued after power failure¿, corresponding to the last documented clinical use prior to the device being sent to the service workshop on 11 february 2025.no visible damage was identified. Inspection confirmed that both the mainboard and the esm board were intact. The service log indicates multiple activations of ventilation without corresponding shutdown entries. The mainboard was installed in a hamilton-c2 ventilator on 26 november 2025, and the esm board on 3 december 2025. Both components operated in ventilation mode without any errors until 5 january 2026.as the reported issue could not be reproduced and no technical malfunction was identified during the investigation, no further analysis is possible. The case is therefore considered closed.

Manufacturer narrative:
Additional information/follow up: the first logfile analysis shows that the hamilton-c2 ventilator remained continuously powered on from 21 december 2024 to 25 january 2025. No log entry indicating a shutdown of the ventilation software was recorded during this period. On 25 january 2025 at 19:42:22, the log registered the event ¿ventilation continued after power failure,¿ indicating an power interruption. The investigation is still ongoing and requires additional time. The investigation to verify the allegation is still in progress.